Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms during bolus delivery. After the alarm, the customer would resume insulin delivery and deliver the remainder of the bolus. The customer's blood glucose (bg) level was not impacted. The customer would change the supplies on the pump and a correction bolus was delivered to address the high bg level.